Manufacturer narrative:
As a result of the investigation, a problem with the touch screen was found. During the hardware analysis, it was determined that liquid penetrated into the touch screen causing the reported issue. Mechanical damage was also found on the screen. No nonconformities were noted during manufacturing record review. The unit was scrapped. A corrective action change order and CAPA have been implemented to investigate this type of issue. The issue will be monitored for trends and if identified, corrections will be recommended.

Event description:
Sorin group received a report that during set up the s5 roller pump touch screen was unresponsive. There was no pt involvement.

Manufacturer narrative:
There was no involvement. Sorin group (B)(4) mfrs the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that during set up the s5 roller pump touch screen was unresponsive. There was no pt involvement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.